Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. The occlusion alarms were addressed by changing supplies or clearing the alarms. Customer reported blood glucose level was in the 300 mg/dl range.